Event description:
During a cryoablation procedure to treat an atrial fibrillation a polarxfit and a polarmap were selected for use. It was reported that the error 1 - 00004000-2: console detected blood in the catheter was displayed by the polarxfit; therefore, the catheter was replaced. Also was reported that the polarmap showed noise in the electrodes 7-8 and device was replaced too. The error occurred during cooling. Could not be confirmed it was visible blood inside the catheter. No patient complications were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure to treat an atrial fibrillation a polarxfit and a polarmap were selected for use. It was reported that the error 1 - 00004000-2: console detected blood in the catheter was displayed by the polarxfit; therefore, the catheter was replaced. Also was reported that the polarmap showed noise in the electrodes 7-8 and device was replaced too. The error occurred during cooling. Could not be confirmed it was visible blood inside the catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 20. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An inner balloon wire split was found during balloon dissection. This wire split could lead to the wires contacting each other which would result in a false blood detection error.